Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported their insulin pump was exposed to moisture. The customer's blood glucose was 238 mg/dl at the time of the incident. The customer stated the insulin pump has always smelled like insulin since they got it. The customer stated evidently it has been leaking for a long time. Customer reported insulin inside the reservoir compartment. The customer reported the o ring inside the lip of the reservoir compartment was missing. No cracks on the insulin pump reported. It was unclear where the leak in the reservoir was coming from. The customer also reported having high and low blood glucose but did not know the dates of the events. The reservoir will not be returned for analysis. The insulin pump will be returned for analysis.